Event description:
On (B)(6) 2013, the following was reported to arjohuntleigh by the facility's central supply representative: on (B)(6) 2013, the patient fell out of the bed. There were no injuries to the patient or caregiver reported. Based on the information provided arjohuntleigh is reporting this event due to the possibility that if this were to recur, there is a potential for death or serious injury occurring. Additional information on will be provided when the manufacturer's investigation, device evaluation and trending are completed.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the manufacturer investigation.